Event description:
Patient developed gi bleed after being super therapeutic on coumadin regimen. Patient required admission to hospital for blood product administration and close monitoring of anticoagulation. The patient responded appropriately to treatment and was discharged.